Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricle lead to be implanted exhibited high capture thresholds. The right ventricle lead was replaced during the same procedure on (B)(6)2022 . Patient was stable.

Manufacturer narrative:
The reported events of inadequate capture and helix mechanism issue were confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found the helix to be retracted and clogged with blood. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. After cutting the lead and cleaning the distal portion of the lead, the helix could be extended and retracted by applying torque directly to the inner coil. The measured full helix length was within specification. The cause of helix mechanism issue was isolated to the helix clogged with blood, blood on the inner coil, and over-torque of the inner coil. Visual and x-ray inspections did not find any anomalies except for procedural damages. Electrical testing did not find any indication of conductor fractures. Shorting between conductors was found due to the inner coil being over-torqued at the connector region. The cause of inadequate capture is consistent with procedural damage.